Event description:
It was reported that the patient presented to the emergency department with fatigue. Interrogation revealed the leadless pacemaker (lp) exhibited loss of capture and low impedance. X-ray imaging was performed and confirmed the lp dislodged but stayed in the right ventricle. The lp was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of dislodgement, capture and impedance problems were not confirmed. The outer helix was measured to be within specification. Output, pacing impedance and telemetry features of the device were analyzed and found to be normal. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.